Event description:
It was reported that the patient felt the implantable neurostimulator being hot during a low electrical storm in (B)(6) 2011. The patient went to sleep and the device didn't feel hot after she woke up. Shortly after the storm the patient noticed her frequency returning. It was stated that the patient knew that the device was not working because she started to have back pain, and it had helped with some of her back pain. The patient did not know the last time she last felt stimulation due to a numbing patch on her back. The patient had to monitor her water intake due to frequency issues. The patient had concentrated urine about 2 weeks prior and went to see her physician 1.5 weeks prior. The patient did not have a urinary tract infection. The patient reported feeling nauseated. The patient had felt the top of her implant recently. The patient adjusted settings with the patient programmer and could feel stimulation in her lower back and in the back of the bladder. The patient was going to monitor symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v620561, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).